Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured. The 90% stenosed lesion was located in the mid right coronary artery (rca). The balloon ruptured at 10atms on the third inflation. The pressures of the initial two inflations in unknown. The procedure was successfully completed another maverick2 monorail balloon catheter. There were no reported pt complications. Patient status listed as "good".